Manufacturer narrative:
A medtronic representative inspected the imaging system onsite and confirmed the issue. The charger boards were making noise and reportedly 'squealing' during 2d or 3d use. The batteries and motion charger board were replaced and the issue resolved. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service. No parts have returned to the manufacturer for evaluation.

Event description:
A medtronic representative reported that while outside of a procedure the imaging system had charging issues. The x-ray batteries and motion charger boards were not working. There was no patient present when this issue was identified.